Event description:
A nurse put an isolation gown on prior to entering room where a patient was in transmission based precautions. The left sleeve was found to be not sealed to gown. The opening was approximately 9 inches along the seam of the sleeve.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail sent today to company rep. No response as of yet.what was the original intended procedure?protect staff from exposure to infectious agents from patien in isolation room.device #1is this a laboratory device or laboratory test?no.